Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called philips regarding a field change order, no further details provided. There was no patient involvement.